Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer called initially to report no delivery alarms. Customer also mentioned being hospitalized due to high blood glucose levels. Troubleshooting was performed and pump passed required tests. Found that cannula was bent when it was removed.